Manufacturer narrative:
Reference: voluntary medwatch report # mw5152682

Event description:
Voluntary medwatch received states that the right ventricular lead exhibited high capture threshold and low r waves. No further information was available.